Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to rewind the insulin pump. The motor error alarm recurred. The displacement test and manual prime were successful. The insulin pump also alarmed off no power. The customer did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was 88 mg/dl. The insulin pump alarmed battery out limit and the display was blank. The display returned after troubleshooting. The device was not returned.